Manufacturer narrative:
All buttons functioned properly however, found slight corroded keypad traces. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. All operating currents tested within the specification range and passed off no power test. The insulin pump was tested with no audio, beep anomaly, vibrator anomaly, backlight anomaly and display anomaly noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was dropped and is damaged. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the pump self and displacement tests passed. It was also found that the pump randomly beeps and vibrates and the buttons do not respond properly. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.